Event description:
It was reported that an alarm was heard and also was confirmed by telemetry as a critical alarm due to motor stall. The caller planned to re-interrogate the pump after 10 minutes to confirm a recovery as the recovery was not confirmed in the event logs. A follow-up report will be sent if additional information becomes available to us.